Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-02460. It was reported that guidewire coating peeled off. During a biliary drainage procedure, a amplatz super stiff guidewire was used. After a few minutes of device utilization, the physician removed the wire and noticed that the coating of the guidewire was peeled off. The same issue occurred with a second amplatz super stiff guidewire. Both devices were completely removed from the patient's body by following the normal procedure. The procedure was completed with another amplatz guidewire. No patient complications were reported and the patient's status was good.